Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v022480, implanted: (B)(6) 2007, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v022480, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient fell the day of the report and landed on his hands. Soon after the fall, the patient felt like the right side of his face was getting pulled to the right. The patient had a similar feeling when he first turns stimulation on, but it normally dissipated quickly. The patient also had tingling in his head. The patients spouse was able to see the face tugging. It was unlikely that the stimulator had toggled on as the device did not have a magnetic reed switch. The patient was traveling and would not return home for 2 days. The therapy was working fine and his hand was not shaking. The managing physician was contacted. The patient¿s physician advised that the patient verify that there was not a short circuit and that a stroke had not occurred. It was further reported that the patient was feeling ok and that they would see their physician upon returning home. If additional information is obtained, a follow up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event unknown with the reported fall. The patient was seen in the office on (B)(6) 2913 for reprogramming (¿to adjust programmer¿) with the results that the patient tolerated the procedure well and had apparent improvement. It was unknown if hospitalization was required for the event. The patient outcome was reported as non-serious injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had random transient parathesia which occurs on his right side. It was noted that it feels intermittent similar to the ins being turned on. It was noted that it started 3 to 4 months ago following a fall to the ground in which the patient held out his left hand. It was noted that the ins was implanted in his left chest. It was noted that frequency of occurrence was unknown. It was noted that the patient experienced it 2-3 times on the day prior to report and it appears to becoming more frequent. It was noted that the patient believed that the lead may have been stretched or pulled. It was noted that a CT scan was performed and nothing was visible. It was further noted that the therapy continued to be good as the patient had a considerable amount of tremor return when turned off. It was noted that the patient was programed with the 0, 1, 2 electrodes and that there were no trends or changes in the impedances from baseline.